Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 600 + mg/dl. Customer¿s current blood glucose value was 556 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer states feels thirsty and been treating with manual injections and the pump. The insulin pump will not be returned for analysis.